Event description:
It was reported the patient is experiencing ineffective stimulation from his peripherally placed (off-label) scs system. Surgical intervention may take place at a later date to address the issue. The patient has two model 3169 leads from the same lot implanted as part of his scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.